Event description:
A report was received that stated the pt was involved in a car accident, it was reported that the pt blacked-out while driving. Measured at the scene of the accident their blood glucose level was 20. IV dextrose was administered at the sign and the pt was transported to the hospital with multiple broke bones. Pt was thoroughly evaluated at the hospital but they could not find any explanation of the hypoglycemia. It was reported that they had not bolused since 2100 the night before because they were feeling poorly. Pt is at home now and was put back on the pump that they were wearing at the time of the accident. The pt's family member has requested that this pump be evaluated. As of 2004 this device has not been returned to the manufacturer for evaluation.